Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported material number of the device (iab-s730c) does not match the material number of the returned device (iab-s840c). There was no reported serial number. The serial number on the returned device is (B)(4). The expiration date of the product was may 2015 and based on the event details the product was used past its expiration date. Device evaluation: returned for evaluation was a severely damaged 40cc 8.0fr iab. Upon initial visual inspection, several kinks and bends were noted on the central lumen within the returned packaging. The whole length of the central lumen was noted separated from the bifurcate and wound up within the bladder membrane. No damage was noted to the outer lumen or bifurcate. No blood was noted on the outside or inside of the bladder membrane. The seal within the one-way valve was noted missing. The bladder thickness was measured at various locations and was not within specification. The injection lumen and distal tip were capped. The iab was submerged in water and leak tested. No holes or leaks were detected; however, the balloon became over-enlarged during inflation for a length of 11.0cm approximately 6.5cm from the distal tip. See other remarks section for device evaluation continuation. Other remarks: the balloon appeared stretched, and the damage is consistent with the bladder membrane having been over-inflated. The one-way valve was not able to be tested because of the missing seal noted in the visual inspection. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway and the catheter being "broken at the bottom" is confirmed; however, the product was expired during use. The central lumen was found broken and this could potentially lead to blood entering the helium pathway. Engineering has been notified of the event and the issue will be monitored for any developing trends. The root cause of the central lumen damage is undetermined.

Event description:
It was reported that the event occurred after prepping the (iab)intra- aortic balloon catheter the user inserted the iab via the patient's femoral artery. After the iab was inserted the staff realized that the iab membrane was not inflating and there was blood in the line. It was reported,"it was broken at the bottom, the (md) medical doctor on duty ordered to withdraw the iab and after the iab was removed it was found to be,"porous at the bottom." The md inserted another iab and the patient received iabp therapy successfully. There was no reported patient death, injury or complications. There was a delay in iabp therapy for the time frame required to retrieve, prep and insert the second iab.

Event description:
It was reported that the event occurred after prepping the (iab)intra- aortic balloon catheter the user inserted the iab via the patient's femoral artery. After the iab was inserted the staff realized that the iab membrane was not inflating and there was blood in the line. It was reported,"it was broken at the bottom, the (md) medical doctor on duty ordered to withdraw the iab and after the iab was removed it was found to be,"porous at the bottom." The md inserted another iab and the patient received iabp therapy successfully. There was no reported patient death, injury or complications. There was a delay in iabp therapy for the time frame required to retrieve, prep and insert the second iab.